Event description:
It was reported that the patient, after attempting multiple outlets, was not receiving power to the carelink monitor. A new power cord was sent for the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.